Manufacturer narrative:
The complete initial reporter facility name is general incorporated association giant tree association new takeo hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the placement of the foley catheter, it seems that the balloon cuff either burst or was removed naturally. Since the patient had an infection, the actual item was discarded. The natural removal was due to the bursting of the balloon cuff and new product was used.

Event description:
It was reported that immediately after the placement of the foley catheter, it seems that the balloon cuff either burst or was removed naturally. Since the patient had an infection, the actual item was discarded. The natural removal was due to the bursting of the balloon cuff and new product was used.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The complete initial reporter facility name is (B)(6) hospital. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.